Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The customer made the cecision to remove the external battery from the ventilator to address this issue. The external battery was therefore removed, and battery testing was performed, as well as an extended self-test, and electrical testing. The unit passed testing and was returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device was making an unusual noise. There was no patient involvement.